Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a patient indicated that they inquired about altitude and stated their hcp stated that they didn't know the pump would be affected by altitude. The agent reviewed resources available and the agent ordered a patient therapy manual via the medtronic patient manual website. The patient also stated that they experienced overdose symptoms whey they traveled to (B)(6).

Event description:
Information was received from a patient receiving unknown baclofen and hydromorphone via an implantable pump. The indication for use was intractable spasticity. It was reported that the patient stated they were going to visit a friend in colorado and they were wondering if the pump was increasing the rate. The manufacturer's patient services specialist (pss) reviewed guidelines regarding exposure to high altitudes from the patient manual. The patient stated in 2023, event date was asked but unknown, they went to visit a friend in (B)(6) and had an event where they felt they were overdosed. The patient stated that they spoke to their managing healthcare provider (hcp) about this; however, the hcp told the patient that they did not feel this was the case. The patient stated that they again went to visit in (B)(6) and was there for 4-5 days and again experienced an overdose episode on (B)(6) 2024. The patient stated that they were overdosed. They were lethargic, weak, and couldn't be woken up. The patient stated that their respiration went to zero. The patient stated that there were no other types of medication or anything in their system. The patient stated that the hcp again told them that the hcp didn't believe them. The patient requested a list of physicians and the patient manual. Pss reviewed and sent via email. The patient also requested to speak to a nurse on staff. Pss reviewed that the manufacturer was not medically trained and redirected the patient to their hcp. The patient asked if what they experienced could be due to a combination of pump meds/oral meds and high altitude. Pss redirected the patient to their hcp regarding questions medical in nature.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient where they provided their weight at the time of the event.